Manufacturer narrative:
The user was reported to have experienced elevated blood glucose requiring hospital treatment with intravenous fluids and insulin. No device malfunction was confirmed, and attempts to determine whether supply-chain or infusion-set issues contributed were inconclusive based on available information. The device was not returned for evaluation, and a follow-up MDR will be submitted if additional information becomes available.

Event description:
On 25-nov-2025 the user¿s mother reported that on (B)(6) 2025 the user experienced hyperglycemia with a bg of 249 mg/dl. The user removed the ilet prior to seeking medical care and later reconnected after bgs returned to range following treatment. The user was transported to the hospital, treated with intravenous fluids and insulin injections, admitted until (B)(6) 2025, and discharged in stable condition.